Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/"201" this incident has occurred during surgery. Insufficient infusion in the line post prime but surgeon changed the set and continued with same issue. Insufficient infusion may lead to imbalance in the internal pressure of the eye since there was no error code shown to identify the issue. Hence this complaint is concluded as reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
Our customer complained about the infusion line,which is only partial, through that the eye collapsed during vitrectomy.